Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were in 300 mg/dl to 400 mg/dl and 260 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose level with insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The drive support cap was normal. The customer continued troubleshooting. The insulin pump will not be returned for analysis.